Event description:
This is a spontaneous case report received from a physician in united states on 22-mar-2016. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number b97488, inserted on (B)(6) 2015. It was stated that procedure was done and there were 3 trailing coils. The hysterosalpingogram (hsg) was performed on (B)(6) 2016, the coils "appeared to be in the proper location". The inner coil of the right side appears to be detached from the outer coil, and sitting in the abdomen. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3-month hysterosalpingogram (hsg) the inner coil of the right side appeared to be detached from the outer coil, and sitting in the abdomen. The reported events were interpreted as essure breakage and dislocation into abdominal cavity. Device breakage is unlisted according to essure's reference safety information; while the device dislocation is listed. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although no death or serious health deterioration was reported, this might have occurred under less fortunate circumstances. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow up 30-jun-2016: follow up attempts have been completed, without response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at 3-month hysterosalpingogram (hsg) the inner coil of the right side appeared to be detached from the outer coil, and sitting in the abdomen. The reported events were interpreted as essure breakage and dislocation into abdominal cavity. Device breakage is unlisted according to essure's reference safety information; while the device dislocation is listed. According to product technical complaint, there was no event reported which indicates a new technical failure mode for the device. Therefore, this event is regarded as listed. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although no death or serious health deterioration was reported, this might have occurred under less fortunate circumstances. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. Despite follow-up attempts, no further information was received.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 16-may-2016: (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment : this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and at 3-month hysterosalpingogram (hsg) the inner coil of the right side appeared to be detached from the outer coil, and sitting in the abdomen. The reported events were interpreted as essure breakage and dislocation into abdominal cavity. Device breakage is unlisted according to essure's reference safety information; while the device dislocation is listed. According to product technical complaint, there was no event reported which indicates a new technical failure mode for the device. Therefore, this event is regarded as listed. In this particular case, although the exact date and mechanism of the reported events are not know; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although no death or serious health deterioration was reported, this might have occurred under less fortunate circumstances. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs..